Event description:
The user facility reported that during an endoscopic retrograde cholangiopancreatography (ercp) for kidney stone retrieval procedure, the wire near the handle of the referenced device broke. The pt reportedly had to undergone surgery for stone and basket retrieval. The user facility reportedly had discarded the referenced device.

Manufacturer narrative:
Olympus (B)(4) followed-up with the user facility to obtain add'l info w/o success. The subject device was not returned to olympus for eval as the user facility had reportedly discarded the device. The exact cause of the reported phenomenon could not be conclusively determined.